Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2014 with the following findings:visual inspection confirmed that the display lens was scratched, however the display was still legible and clear. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.